Event description:
It was reported by svc report that the main panel was off of the footboard. The footboard was possibly dropped or kicked. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: main footboard panel.